Event description:
Femoral head replacement performed in 2005. Dislocation occurred a week later. Closed reduction was attempted, but the femoral head (ball) was taken out from the bipolar femoral head (cup) during this procedure. The femoral head was replaced on the sameday. No damage was found on the implant, which was explanted from the pt. This disclocation seems to be occurring by leverage function.